Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump batteries were ended after 1-3 days. The battery cap was ok. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.